Event description:
It was reported by the patient that they received seven inappropriate shocks from their subcutaneous implantable cardioverter defibrillator (s-ICD) about a year ago, possibly due to weight gain preventing proper sensing by the device. They also noted the electrode was coiled. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported by the patient that they received seven inappropriate shocks from their subcutaneous implantable cardioverter defibrillator (s-ICD) about a year ago, possibly due to weight gain preventing proper sensing by the device. They also noted the electrode was coiled. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the inappropriate shocks were due to oversensing; eight shocks occurring across eight separate episodes. There was no evidence of electrode or system damage. The s-ICD was reprogrammed from the primary sensing vector to the secondary, and there has yet to be any additional oversensing. The s-ICD system remains in service. No additional adverse patient effects were reported.